Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.0 cm abdominal aortic aneurysm. It was reported that there was a type 1a endoleak noted three months post index from the 36 mm endurant. The physician stated the cause of the endoleak is unknown. A 36 mm endurant cuff was implanted and the endoleak was successfully resolved. No additional clinical sequelae were reported and the patient is fine.